Event description:
Reporter alleged obtaining a discrepant blood glucose result of 386 mg/dl back to back within a result of 156 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated she took her normal 500 mg of metformin prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.